Event description:
The user received analyzer alarms and questionable results for intact human chorionic gonadotropin (hcg stat), ck-mb, troponin t and thyrotropin (tsh) for 15 to 20 patient samples. The samples were repeated on the same analyzer and cobas c601 (B)(4). Of the data provided, the results for 8 patient samples were discrepant. Patient sample 1 initial hcg stat result was 2548 miu/ml. The repeat result on the same analyzer was >10000 miu/ml with a data flag. The automatic repeat result with a 1:100 dilution was 47379 miu/ml. The repeat result on the other analyzer was >10000 miu/ml with a data flag. The automatic repeat result with a 1:100 dilution was 52554 miu/ml. Patient sample 2 initial hcg stat was 2430 miu/ml. The repeat result on the other analyzer was >10000 miu/ml with a data flag. The automatic repeat result with a 1:100 dilution was 15948 miu/ml. Patient sample 3 initial troponin t result was 0.045 ng/ml and the repeat result on the same analyzer was 0.018 ng/ml. The sample was run on the other analyzer and the result was 0.027 ng/ml. Patient sample 4 initial tsh result was 0.655 uiu/ml and the repeat result on the other analyzer was 2.12 uiu/ml. Patient sample 5 initial tsh result was 0.965 uiu/ml and the repeat result on the other analyzer was 2.75 uiu/ml. Patient sample 6 initial tsh result was 1.02 uiu/ml and the repeat result on the other analyzer was 4.38 uiu/ml with a data flag. Patient sample 7 initial tsh result was 0.372 uiu/ml and the repeat result on the other analyzer was 1.24 uiu/ml. Patient sample 8 initial tsh result was 0.578 uiu/ml and the repeat result on the other analyzer was 2.08 uiu/ml. All of the initial results were reported outside the laboratory. None of the patients were adversely affected. The hcg stat reagent lot number was 16354901 with an expiration date of 06/30/2012. The troponin t reagent lot number was 16111001 with an expiration date of 02/29/2012. The tsh reagent lot number was 16397302 with an expiration date of 02/29/2012. The field service representative determined there was a mechanical failure due to dirt or a crusty residue on the sipper nozzle which he cleaned. To verify the analyzer operation, he ran performance testing with result within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.